Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure a system message was displayed and the unit re-booted itself. Additional information was requested, but none has been received to date.

Manufacturer narrative:
The customer reported that the system displayed system message (sm) [software error] and then shut down on its own. The company service representative examined the system and was unable to replicate the reported event. The company service representative completed troubleshooting and reinstalled the 2.04 software. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
New information received indicated that the reported event took place during a cataract extraction with intraocular lens implant procedure. The system message was cleared by restarting the system. The case was completed using the same system and accessary. There was no harm to the patient.